Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A pump supply was performed resolving the occlusion and the customer's blood glucose (bg) levels continued to increase. The elevated bg levels led to an emergency room (ER) visit. While in the ER the customer was intravenously treated with 10 units of insulin. A system check was performed and the pump performed as intended. Tandem technical support advised the contact to have the customer change their pump supplies. The contact alleged there was an underlying issue with the pump causing the elevated bg levels. The customer was released from the ER 2 days later.